Event description:
The customer reported to vyaire medical that 3100a vent is showing higher amplitude than programmed and would like to have 2k pm. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: proceeded with 2k pm. Filters replaced and cleaned. Pressure xducer calibrated, power supply check and pass, driver displacement indicator calibrated. Final checks/performance tests pass. Paw 24.6 dp 68. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.